Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, cable deterioration and switch discoloration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head is unable to display image due to adapter malfunction. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified for phenomenon ¿coupler is rusted and stuck.¿ evaluation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.